Event description:
The customer reported the system is displaying a data acquisition error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and restored this ris settings. This MDR is related to ge healthcare complaint (B) (4)